Manufacturer narrative:
Device evaluation: both tamper seals were intact. Top case left corner chipped, cracked right plunger case. Event history log showed primary audible alarm post. Power up process, audio test, occlusion test were performed; the reported issue was not duplicated. No problem was found. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm (preventive maintenance) and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump displays a primary audible alarm. No patient injury reported.